Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) elicited beeping tones. Upon interrogation, a check shock right ventricular (rv) lead message was observed. The patient felt a mild shock however, no shock therapy delivered was seen on device check. The shock lead impedance trend was between 70 to 120 ohms but some measurements were at or above 125 ohms. Boston scientific technical services (ts) discussed where to find if tones were programmed on for out of range impedance measurement and provided troubleshooting options. Additional information was received from the field representative that the beeping was determined to be due to an out of range impedance measurement. The highest daily impedance measurement noted was 123 ohms. At this time, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.